Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker had three years remaining longevity. Boston scientific technical services (ts) thought this pacemaker had battery depletion. Engineering analysis was received in which it indicated that there was an increased in power consumption in which it was assumed to be a hardware malfunction. Further information was received indicating that this pacemaker exhibited premature battery depletion (pbd). Thus, this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a two leaky capacitors. This resulted in the observed premature battery depletion.